Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system was replaced to resolve the issue. No report of patient involvement. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a leak greater than 4.5lpm during pre-use checkout. There was no report of patient involvement.